Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in tubing) on the homechoice (hc) during use during dwell three of four. The technical service representative had the home patient cycle the power until the alarm was cleared. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.